Event description:
Info is provided to davol: (B)(6) 2013: the pt had a hip procedure performed. On (B)(6) 2013: the surgeon was unhappy with the implant position and brought the pt back to surgery. During the case a device fragment identified as belonging to a davol simpulse solo device was found. Contact reported that there was no adverse pt outcome related to the device being in vivo for the period between cases. The fragment was removed from the site without issue.

Manufacturer narrative:
The original sample was not returned. A picture of the fragment removed from the pt was provided. The picture confirmed the piece to be a portion of the simpulse device. Based on the provided picture, we are unable to determine what may have caused the tip to become detached. A review of the device history record for the product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. If additional event and/or eval info is obtained, this report will be updated.